Manufacturer narrative:
According to the information provided by the technician, issue with ventilation occurred as soon as the patient was reconnected. The ventilator detected an obstruction, which caused that the maximum peak pressure exceeded set and opened the safety valve. The reported lack of flow is related to the fact that the ventilator was stopped after unsuccessfully trying to ventilate the patient, in correlation with a specific high-pressure alarm, to allow the staff to check the breathing circuit. The claimed issue was not reproduced during troubleshooting. The device has passed all performance and safety tests according to factory specifications. The device was delivered to the user in working condition. The device's logs were not provided. Alarm for too high pressure informs that ventilation is ongoing, but with higher airway pressure than intended. This alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This can be experienced as no gas flow is delivered. In case of a continuous high pressure situation, the safety valve is opened for 5 seconds in order to reduce the airway pressure. The root cause of the reported issue has not been determined, as it remains unknown what was the exact source of the issue. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not deliver set flow and generated alarms for high continuous pressure. There was no patient harm. Manufacturer's ref #: (B)(4).